Event description:
It was reported that during a proctocolectomy with ileoanal pouch procedure, an uncommon noise appeared during the closure of the anvil while turning the rotating knob. After firing the device, the distal donut was incomplete and a hole in the anastomose was notified. A permanent ileostomy resulted. The procedure was extended by 90 minutes.

Manufacturer narrative:
Date sent: 4/7/2009. Info anticipated, but unavailable at this time.